Manufacturer narrative:
One infusion pump was returned for evaluation. Upon testing, error code was verified as a result of a faulty motor, and it was replaced. The problem source was determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Additional information: on (B)(6) 2019 received email from customer stating that the reported incident occurred during testing. There was no patient involvement in the reported event. Fields updated: (B)(4).

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1872. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.